Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.50 x 24mm stent delivery system was returned. No issues were noted with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No stent was attached. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was 0.0429. The maximum crimped stent profile specification is 0.054. The balloon cones were reviewed and was subjected to positive pressure which resulted in a stent not attached to the device. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on 22aug2023. It was reported that crossing difficulties occurred. The patient underwent percutaneous coronary intervention (pci) procedure. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was advanced but failed due to the severe vessel curve. The procedure was completed with another synergy xd stent. No patient complications were reported, and the patient's status was stable. However, returned device analysis revealed that the stent has detached and was not returned.